Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 530 mg/dl to 571 mg/dl. Customer suspected cause of the elevated bg was due to the cartridge, however tandem technical support was unable to verify the cause as the bg occurred in the past. Customer administered a manual injection, delivered a bolus via the pump, and changed pump supplies to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.